Manufacturer narrative:
The reported event of ¿stylet could not be passed through the lead¿ was confirmed. A complete lead without a stylet was returned in one piece for analysis. A stylet could not be fully inserted into the lead due to the inner coil to be over-torqued at the connector region consistent with procedural damage. The cause of ¿stylet could not be passed through the lead¿ was due to over-torque of the inner coil.

Event description:
It was reported, the patient presented for implant procedure. During surgery, it was discovered, the stylet could not passed through the lead. The procedure was completed using a different lead. The patient was in stable condition.